Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. The device was returned to the third-party service center for service. During evaluation, no foam particles were noted in the airpath, yet foam degradation was noted. Additionally, dust/dirt was present inside the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.